Event description:
It was reported that while using a bd ultra fine insulin pen needle to give himself an injection, the consumer felt medication squirting out when he was half way through the injection. He pulled the pen away from the injection site and noticed that the needle was broken. The consumer went to his doctor the next day, and received x-rays to try and locate the broken needle, but the needle was not visualized.

Manufacturer narrative:
Representative samples from the same box are available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).